Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Can you identify the product code of the silk suture used? What was the name of the procedure? What tissue layer was the suture used on? What is the surgeon¿s opinion as to the contributing factor to the patient symptoms? What was the indication for suture removal? What are the patient weight, prior medical history? What is the patient current condition?

Event description:
It was reported that the patient underwent unknown procedure on unknown date in (B)(6) 2018 and suture was used. The patient experienced pain, skin reddish approximately three days after the procedure. The surgeon removed the suture and treated the patient with medicine. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: can you identify the product code of the silk suture used? Unk what was the name of the procedure? Left clavicle fracture what tissue layer was the suture used on? Unk what is the surgeon¿s opinion as to the contributing factor to the patient symptoms? Maybe related suture what was the indication for suture removal? The wound became normal what are the patient weight, prior medical history? Unk what is the patient current condition? Stable